Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, prior to procedure, the thumb ring was found to be detached from the handle of the trapezoid basket. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.